Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that the outer insulation of the lead was observed to have blood ingression. Concomitant medical devices: sedr01 ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced during extraction of another lead. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.